Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 300 mg/dl. Customer stated that she has all the symptoms. Customer was hospitalized for high readings. Customer was treated from emergency medical services. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support appeared normal. The insulin pump was not returned for analysis.